Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a low sensing value was observed however it was still within normal range. Lead was capped and replaced. Patient condition after the event was good.